Event description:
The customer reported to vyaire medical that the vela ventilator unit was alarming xdcr/transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Inspected vela ventilator unit, and performed uvt. Checked events tab and verified "xducr" fault. Checked all transducers and calibrated all transducers. Unit passed calibrations. Performed performance check and all values were within specifications. Unit passed all testing. Vela ventilator ready to use.